Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor system alarm test. There was no compromised force sensor system alarm noted. The pump alarmed motor error during the occlusion test at 4.9 units due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had scratched reservoir tube window, cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that insulin squirted out during the manual prime process. The pump reset and went through the process twice. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.